Event description:
A complaint was received from a customer that reported most of the segments are missing from the "hundred, tens and units" digits. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.

Event description:
A complaint was rec'd from a customer that reported most of the segments are missing from the "hundred, tens and units" digits. A request was made to return the system for eval. In the meantime a replacement unit was provided.